Event description:
This lv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call to technical services on (B)(6) 2014 states that they will have lv lead revision due to dislodgement and phrenic nerve stimulation. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).